Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0qafg, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-nov-2018, UDI#: (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were having difficulty with the device; they could feel the stimulation, but it only lasted for a short period of time. Additional information was received. The patient reported when it went away, they had a loss of urinary control. They had tried all 4 programs, the loss of effect began a couple of months prior. The circumstances that led to the issue were unknown. They patient was redirected to their healthcare provider to further address the issue. The patient called back and re-reporting information, stating they had urge incontinence and the stimulation was coming and going. They also mentioned device replacement. Information was reviewed. Additional information was received from the patient. They reported that the cause was due to a slight misplacement of the lead and low battery. The ins will be replaced on 2020-dec-18 with an updated model. The issue have yet been resolved.